Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a guide wire crossed the lesion, intravascular ultrasound (ivus) and predilation were performed then a 24x3.00mm promus premier¿ stent was selected to treat the lesion. However during preparation of the device outside the patient's body, the stent was found to be lifted. The procedure was completed using a 3.0x24mm promus element plus stent. No patient complications were reported and the patient's status was good.